Event description:
Rptr received an er1 message 1 week ago. He states it "didn"t create a problem." When retesting using a one touch model meter he obtained a result of 480 mg/dl. His technique on the surestep meter is reportedly according to mfg recommendations. He took insulin based on the one touch meter 480 mg/dl result.